Event description:
It was reported that there was air in the patient line, which occurred on the homechoice during use at connect yourself/check patient line. The home patient connected prior to priming. The technical service representative assisted the home patient in opening the homechoice door. The technical service representative advised the home patient to start over with new supplies. Proper procedures per the user manual were reviewed with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the home patient connected to the patient line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Should additional relevant information become available, a supplemental report will be submitted.